Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-may-2020. The most recent information (quality-safety evaluation of ptc) was received on 23-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('break-off of essure heavy metal solder in the uterine horns') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), pelvic discomfort ("heaviness in the pelvic region / heaviness with pollakiuria"), pollakiuria ("pollakiuria"), asthenia ("intense asthenia since the insertion of the essure devices"), arthralgia ("joint pain"), tendonitis ("tendinitis"), neck pain ("neck pain"), back pain ("lumbar pain"), tinnitus ("tinnitus"), visual acuity reduced ("reduced visual acuity"), insomnia ("insomnia"), memory impairment ("short-term memory problems"), disturbance in attention ("attention disorder"), adenomyosis ("adenomyosis") and endometrial hyperplasia ("endometrial hyperplasia") and was found to have uterine leiomyoma ("intramural myomas"). The patient was treated with surgery (hysterectomy, removal of fallopian tubes, uterine horns (essure devices)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, menorrhagia, metrorrhagia, dysmenorrhoea, pelvic discomfort, pollakiuria, asthenia, arthralgia, tendonitis, neck pain, back pain, tinnitus, visual acuity reduced, insomnia, memory impairment, disturbance in attention, adenomyosis, uterine leiomyoma and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, asthenia, back pain, device breakage, disturbance in attention, dysmenorrhoea, endometrial hyperplasia, insomnia, memory impairment, menorrhagia, metrorrhagia, neck pain, pelvic discomfort, pelvic pain, pollakiuria, tendonitis, tinnitus, uterine leiomyoma and visual acuity reduced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test (ug/l) - on an unknown date: serum nickel level of 1.88. Microscopy - on an unknown date: the entire thickness of the myometrium down to the uterine horns was observed, endometriosis lesions in the form of ectopic endometrial glandular structures surrounded by muscle tissue. Large resorptive macrophagic granulomas are found in the tissue remnants of the left and right fallopian tubes and of the right and left horns, i.e. Break-off of essure heavy metal solder in the uterine horns. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('break-off of essure heavy metal solder in the uterine horns') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), pelvic discomfort ("heaviness in the pelvic region / heaviness with pollakiuria"), pollakiuria ("pollakiuria"), asthenia ("intense asthenia since the insertion of the essure devices"), arthralgia ("joint pain"), tendonitis ("tendinitis"), neck pain ("neck pain"), back pain ("lumbar pain"), tinnitus ("tinnitus"), visual acuity reduced ("reduced visual acuity"), insomnia ("insomnia"), memory impairment ("short-term memory problems"), disturbance in attention ("attention disorder"), adenomyosis ("adenomyosis") and endometrial hyperplasia ("endometrial hyperplasia") and was found to have uterine leiomyoma ("intramural myomas"). The patient was treated with surgery (hysterectomy, removal of fallopian tubes, uterine horns (essure devices)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, menorrhagia, metrorrhagia, dysmenorrhoea, pelvic discomfort, pollakiuria, asthenia, arthralgia, tendonitis, neck pain, back pain, tinnitus, visual acuity reduced, insomnia, memory impairment, disturbance in attention, adenomyosis, uterine leiomyoma and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, asthenia, back pain, device breakage, disturbance in attention, dysmenorrhoea, endometrial hyperplasia, insomnia, memory impairment, menorrhagia, metrorrhagia, neck pain, pelvic discomfort, pelvic pain, pollakiuria, tendonitis, tinnitus, uterine leiomyoma and visual acuity reduced with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test (ug/l) - on an unknown date: serum nickel level of 1.88. Microscopy - on an unknown date: the entire thickness of the myometrium down to the uterine horns was observed, endometriosis lesions in the form of ectopic endometrial glandular structures surrounded by muscle tissue. Large resorptive macrophagic granulomas are found in the tissue remnants of the left and right fallopian tubes and of the right and left horns, i.e. Break-off of essure heavy metal solder in the uterine horns. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.